Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had headaches and was to have an MRI. It was unknown if they were related to the implanted device/therapy. It was also reported that the patient had shocking down their leg and that ¿it wasn't working¿ so they threw the programmer away. There were no further complications reported or anticipated.